Manufacturer narrative:
Qn# (B)(4). Returned for investigation was a 30cc 7.5fr ultraflex intra-aortic balloon catheter (iabc) without the original packaging. The sample was returned in a brown shipping envelope and was in a bio-hazard bag. Upon return, the teflon sheath was noted on the iabc; the sheath was connected to the hemostasis cuff. The one-way valve was tethered to the short driveline tubing. The iabc bladder was fully unwrapped. Bends to the iabc central lumen were noted at approximately 24.1cm, 42.2cm and 56.5cm from the iabc distal tip. Dried blood was noted on the exterior surfaces of the returned sample. Dried blood was noted within the bladder/helium pathway. The customer photo was reviewed. The photo shows the iabc serial number which is consistent with the reported complaint. The bladder thickness was measured at six points with measurements ranging from 0.0054in-0.0059in and was within specification of process document. The one-way valve was tested and passed. A vacuum was pulled on the one-way valve, and it held for at least 1 minute and then 30 seconds five separate times in accordance with quality system document. The catheter's central lumen was aspirated and flushed using a 60cc lab-inventory syringe. No abnormalities or debris were noted. The iabc was leak tested in accordance with testing methods from manufacturing procedure. A leak was immediately detected from the bladder membrane. Under microscopic inspection, abrasions were observed from approximately 18.7cm to 19.3cm from the iabc distal tip. A full thickness abrasion to the bladder was confirmed at approximately 19.2cm from the iabc distal tip and the appearance was consistent with repeated contact with calcified plaque on the aortic wall. No other leaks were detect-ed. A lab inventory 0.025in guidewire was back loaded through the iabc distal tip. The guidewire met resistance and could not advance at approximately 41.8cm from the iabc distal tip, which is the location of the previously noted bend. No blood or debris was noted. The guidewire was front loaded through the iabc luer. The guidewire met resistance and could not advance at approximately 17.8cm from the iabc luer, which is the location of the previously noted bend. No blood or debris was noted on the guidewire. A device history record (DHR) review was conducted for the lot number with no relevant findings. The device passed all manufacturing specifications prior to release. The reported complaint for "iabp balloon rupture" is confirmed. The intra-aortic balloon catheter (iabc) bladder had a full thickness abrasion, which caused the blood to enter the helium pathway. The appearance of the abraded area is consistent with repeated contact with calcified plaque on the aortic wall. Based on a review of the device history record (DHR), the product met specification upon release; however, the specifications were not met during the complaint investigation due to the bladder leak. The root cause of the bladder leak is related to patient condition. No further action required at this time. The complaint will be monitored for any developing trends.

Event description:
It was reported "iabp balloon rupture approximately after one hour of function". Additional information states that to continue therapy, another catheter was inserted. The second catheter was inserted into the same insertion site. No patient injury or consequence reported. The patient's current condition is reported as "critical".

Manufacturer narrative:
(B)(4).

Event description:
It was reported "iabp balloon rupture approximately after one hour of function". Additional information states that to continue therapy, another catheter was inserted. The second catheter was inserted into the same insertion site. No patient injury or consequence reported. The patient's current condition is reported as "critical".